Event description:
Medtronic received a report that the axium coil failed to pass through the echelon 10 hub. The implant coil pushed smoothly out from the introducer sheath. There was no damage to the catheter and coil. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the internal carotid artery with a max diameter of 5mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Additional information received reported the procedure was completed by switching to another axium. Continuous catheter flush was administered during the procedure.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the axium device was returned for analysis within a shipping box, within plastic wrap, within an opened axium device outer carton, and within an opened axium device inner pouch. Damage location details: the axium device was returned without the introducer sheath. The pushwire was found to be broken with the actuator interface and break indicator not returned. The pushwire was also found to be bent at ~137.2cm from the broken end (proximal end). The axium implant coil was returned stretched and damaged, although still attached to the pushwire. In addition, the implant coil polypropylene filament was found to be intact with the detachable element. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil could not be tested in-house due to its damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.